Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a low battery reset of undetermined root cause and a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. The pump¿s log at the time of analysis revealed that a reset, low battery reset, and safe state occurred on (B)(6) 2016 at 14:34. As per the pump¿s log, hydromorphone with concentration 10.0 mg/ml was being administered at a dose rate of 0.062 mg/day and bupivacaine with concentration 25.0 mg/ml was being administered at dose rate of 0.155 mg/day as of (B)(6) 2016. The previously applied results code is no longer applicable.

Manufacturer narrative:
The previously applied conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an dilaudid and bupivacaine dose and concentrations not reported via an implantable pump. The indication for use was not reported. An alarm was heard and confirmed by telemetry. The alarm was reported as reset, safe state. The reporter was not sure whether the reset was due to low battery at this point. The reporter was going to confirm as they were planning on replacing the pump. There were no reported patient symptoms. Additional information received reported that the patient's pump had roughly 13 months until eri, however the alarm was sounding. The logs showed that the pump had "low battery" and was in "safe state". The patient was having slight withdrawal according to the surgeon and the pump needed to be replaced soon. The pump was explanted and the patient was re-implanted with a new pump. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.